Manufacturer narrative:
Title: corneal endothelial cell loss after ex - press surgery depends on site of insertion, cornea or trabecular meshwork. Author: otsuka m, et al. Journal: international ophthalmology 2023: 43(10) p.3471-3477. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A retrospective single facility study was conducted to compare the reduction rate of corneal endothelial cells between two groups; corneal insertion group and trabecular meshwork (tm) insertion group. The corneal endothelial cell density (ecd) before and after glaucoma filtration device implantation was analyzed. The glaucoma patients who underwent glaucoma filtration device surgery for more than 5 years were included. The glaucoma filtration device surgery was performed for patients with primary open-angle glaucoma (poag) or pseudo-exfoliation glaucoma (pexg). In patients who underwent binocular surgery, the unilateral data from the eye that was operated on first was used. Patients who had a history of conventional trabeculectomy, laser iridotomy, peripheral iridotomy, long tube shunt surgery or keratoplasty were excluded and patients who had corneal disease as corneal dystrophy were also excluded. Patients with a history of cataract surgery, trabeculotomy (tlo) (including the trabectome procedure, a canaloplasty) or vitrectomy were included in the study. Finally, 78 eyes were recruited to the study. All the subjects were recruited during the period from september 2012 to march 2017. The corneal endothelial cell density (ecd) was measured every six months after surgery. A customer reported in the literature that in the trabecular meshwork (tm) insertion group, the mean endothelial cell density (ecd) decreased from 2356 ± 364 to 2124 ± 579 cells/mm(2) at 5 years, and the mean 5-year survival rate was 89.3 ± 18.0%. The decrease rate of ecd was calculated as 2.2%/year in the tm insertion group.

Event description:
Upon further review with medical reviewer, the event of corneal endothelial cell density decreased (tm insertion group) is within expected rate loss for the device. This event does not meet criteria for reporting as a serious malfunction.

Manufacturer narrative:
Upon further review with medical reviewer following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).